Event description:
Customer called to report that the hook on the device broke after the procedure was completed. There was no patient injury. Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer in time for this report.